Manufacturer narrative:
One flat filter in problem was returned. Observing the product confirmed that the filter was broken at the base of the male connector and the cross section of the broken poiint revealed the white stress mark which was characteristic aspect when the excessive force was applied to the plastic body. Problem was observed, however the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU, so no corrective action is required.

Event description:
It was reported that after surgery, the customer found the pouch of the pca pump was wet. The connection of the epifuse connector and the flat filter broke and the fluid was therefore leaking. No death or serious injury was reported in connection with this incident.